Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument black cable was visibly broken. There was no patient involvement. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there was no any harm to the patient and no fragment fell into the patient. The issue was found at central processing, not in the operating room (or). The cable was broken in half and the instrument was inspected at central processing. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.